Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned products identified that the shims exhibited signs of repeated use and the ball bearings and springs are disassembled/missing. The DHR was reviewed and no discrepancies relevant to the reported event were found. The issue of the persona shim ball bearings disassembling was previously investigated. Investigation into this issue identified that the ball bearings could disassemble during cleaning. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the shim was found to be missing a ball bearing. This was found before the surgery had begun. There was no patient involvement.